Event description:
It was reported that during a da vinci surgical procedure, the harmonic ace curved shears insert instrument accessory broke inside the patient. Intuitive surgical inc. (Isi) contacted the hospital surgical coordinator and obtained additional information regarding the reported event. She stated that when the instrument was inserted into the patient and the surgeon opened the jaws, the insert fell out into the patient. No energy had been applied. The fragment was retrieved laparoscopically during the same procedure. She denied any patient injury. No x-rays or post operative tests were performed. The patient had not returned for any post-surgical complications.

Manufacturer narrative:
The instrument accessory has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions: a piece of the harmonic ace insert allegedly broke off into the patient and the fragment was retrieved. The customer reported complaint does not in itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.